Event description:
We've discovered a new lot with rust on the needles.item description: 0.5ml 28g x ¿" insulin syringe.reference number: 4428-5.lot number: 2463829.device #1is this a laboratory device or laboratory test?no.